Event description:
There was no pt involved in this event. This device malfunctioned because all the status indicators except the green are constantly illuminated.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. This would have the affect of eventually depleting the pad-pak. The problem with the device was attributed to a fault in the membrane. The reported fault was caused by a significantly depleted pad-pak. The pad pak, which contains the electrodes and batteries, is labelled for single use.